Manufacturer narrative:
The customer¿s report that the lipids leaked from the engagement between the maxzero and the tubing was not confirmed. Functional testing by priming, infusion, and pressure testing did not replicate any leaks at the connection between the maxzero and the tubing or anywhere else throughout the set. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the lipids leaked onto the floor from between where the maxzero and the tubing is connected on the tubing while connected to a patient in the cvicu. There was no harm.

Manufacturer narrative:
Concomitant medical products: 10014914; mz1000-07; 8110; 8015; 309653 - syr only ll 60 cc/60 ml bd syringe; therapy date: (B)(6) 2019. Although requested, patient demographics not provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the lipids leaked onto the floor from between where the maxzero and the tubing is connected on the tubing while connected to a patient in the cvicu. There was no harm.